Manufacturer narrative:
After battery installation unit gave a full segment display anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarms due to full segment display. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced program alarm anomaly. The customer's blood glucose value was unknown. The customer stated that her son was in class when the pump alarmed. The customer was not able to clear the alarm with the escape and act buttons. The display did not return after troubleshoot. The product was returned for analysis.